Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure via internal jugular approach, the sensor delivery catheter was inserted over a guidewire, and the sensor was not yet deployed when the physician lost guidewire placement. The access sheath, delivery catheter, sensor, and guidewire were all as a unit removed from the patient. The implant procedure was postponed. There were no performance issues with the sensor or delivery catheter, and neither contributed to the difficulty placing the guidewire.